Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of (B)(6) peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The culture resulted positive for (B)(6). Staphylococcus aureus colonizes on human skin and hands and is one of the most common causes of pd related peritonitis.` although the cause of the peritonitis was not confirmed, this culture result suggests a breach in aseptic technique. Based on the available information and no allegation or evidence of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a peritoneal dialysis patient was diagnosed with peritonitis. The patient went to the emergency room (ER) on (B)(6) 2020 with complaints of abdominal pain. The ER ran tests and assessments; however, the nephrologist was never consulted, and the patient was discharged with no diagnosis. The pd clinic was not notified of the ER visit. On (B)(6) 2020 the patient was seen at the pd clinic due to increasing abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics in accordance with the clinic's peritonitis protocol. The patient was prescribed ip vancomycin (dose and frequency unknown) with the last dose to be administered on (B)(6) 2021. The pd effluent culture resulted positive for gram-positive bacteria (B)(6) with a white cell count of 3,999 (unknown units). The patient showed improvement with symptoms and on (B)(6) 2021 the white cell count was 9 (unknown units). The cause of the peritonitis was not confirmed. There was no report of a cassette leak or other fresenius product issue related to the events. The patient's pd technique was reviewed and the pdrn did not find anything of concern.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.